Event description:
Rptr was diagnosed in 3/92 as having degenerative spondylolisthesis. She had surgery using pedicle screws and bone from hip on 3/30/92. X-rays showed pedicle screws had slipped out of place causing pain by impinging on nerves. She had surgery again on 10/19/92. More bone was harvested from hip. Bone and harrington rods with pedicle screws were used. She has not been able to walk more than one block without excruciating pain since surgery. Sciatic nerves very painful. Cannot sleep more than two hours at a time because of pain in legs and feet. She also has constant pain in lower back. (Also see 1004591.)